Event description:
Patient with an intertrochanteric fracture was implanted on (B)(6) 2013. The patient fell postoperative and refractured the intertrochanteric fracture. The fall caused the femoral head to lose blood supply. The patient was returned to the operating room on (B)(6) 2013, for removal of the trochanteric fixation nail (tfn) and revision to a hemi-arthroplasty. Procedure was successfully completed. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.